Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured at two atmospheres (2 atm). It was not known how the procedure was completed. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: an in-stent-restenosis (isr) of an unknown stent, moderately calcified and mildly tortuous. The rate of stenosis was unknown. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available.

Manufacturer narrative:
The 90 cm. Saber 3 mm x 4 cm balloon catheter (bc) was delivered to the target lesion and ruptured at two atmospheres (2 atm.). It was not known how the procedure was completed. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: an in-stent-restenosis (isr) of an unknown stent, moderately calcified and mildly tortuous. The rate of stenosis was unknown. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available. The product was returned for analysis. One non-sterile unit of saber 3mm x 4cm 90cm bc was returned. Per visual analysis it was noticed that the balloon had been inflated and deflated. No other damages were noted in the device. Per functional analysis a leak test was performed and the saber was inflated to 10 atm and deflated with no leakage found. A device history record (DHR) review of lot 17100941 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.